Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular defibrillation lead were exhibiting noise on the rv pace/sense channel. There was pacing inhibition which resulted in approximately two seconds of asystole. Pacing impedance measurements were stable at approximately 800 ohms. There was no noise noted on the shock channel and the shocking lead impedances were around 45 ohms. Fine noise on the p/s channel was reproducible when the patient reached across their chest. To date, there have been no adverse patient effects or symptoms reported. A boston scientific technical services consultant discussed various troubleshooting techniques. The patient was scheduled to see their electrophysiologist the following week.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received indicated the patient was brought in and defibrillation threshold (dft) testing was performed. The device was programmed to a singe zone with a rate cut-off of 185 bpm. At the most recent device check there was additional noise and pacing inhibition. The patient had also reported dizziness, however there were no episodes stored on that specific date. The noise was again able to be reproduced when the patient lifted their arm over their head. Pacing impedance measurements remained the same at 850 to 960 ohms. An rv lead revision procedure planned to be scheduled in the near future. No additional adverse patient effects have been reported.

Manufacturer narrative:
Additional information received indicated a procedure took place and the rv lead was surgically abandoned and replaced. The device was also explanted and replaced. No additional adverse patient effects have been reported. Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.